Event description:
It was reported that the customer's insulin pump repeatedly went to rewind. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind test. However, the device was unable to prime during the prime test as a result of a loose motor drive support disk.